Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis was unable to confirm the allegation made against this device in the field.

Event description:
Boston scientific received information that during a routine follow-up, this pacemaker was unable to be interrogated as telemetry could not be established with it. At the time of the event, no further action was taken and the pacemaker continued to remain in service. No adverse patient effects were reported. Approximately eight years later the pacemaker was electively explanted and returned without any further allegation being made against it in relation to this event.